Event description:
Additional information received from the consumer reported that the patient did not know what made it stop working. The steps taken to resolve the loss of therapeutic relief was that the patient kept upping the level on their device until it started working again.

Manufacturer narrative:
(B)(4).

Event description:
A patient reported that she experienced a loss or change of therapy. She felt it was not working for her any more so she upped the intensity. It was indicated that she felt the stimulation in the bicycle seat region on one side. She had increased it as high as she could go but she was not getting symptoms relief. It would be painful if she adjusted higher. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent the indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.